Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion product event summary: the controller (B)(6) was returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within both power ports and the pump connectors. These are additional findings not related to the reported event and likely due to the handling of the device. Functional testing revealed the "no power" alarm did not sound when both power sources were disconnected. Supplemental testing revealed that both of the cells of the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, were slightly swollen and one was shorted. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed two (2) controller fault alarms were logged on 26/jun/2024 at 03:22:29 and at 11:47:17, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for less than two (2) years. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on 26/jun/2024 at 13:36:30 indicating a physical disconnection of the driveline from the controller, which correlates with the reported controller exchange. As a result, the reported controller fault alarm was confirmed. The most likely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient visited the emergency department (ed) after a controller fault alarm due to internal battery depletion sounded. It was noted that the controller has been in use for less than two years. The controller and monitor were connected and the alarm was permanently silenced. The controller was exchanged in the operating room. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.